Event description:
It was reported that a user experienced recurrent high blood glucose while using the ilet system, describing increased insulin usage with higher-than-usual glucose readings and a peak of 315 mg/dl, without changes in diet, medications, or activity, and noting infusion sites placed on abdominal scar tissue with a contact detach 6 mm, 23 in set. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Troubleshooting and education were provided, including review of infusion set type and site practices. Investigation included complaint handling and user follow-up to confirm infusion set configuration. Investigation of this case revealed no device alarms for sustained extreme hyperglycemia and identified potential reduced insulin absorption due to infusion into scar tissue, while the device and algorithm performance issues were not substantiated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.